Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer received a battery-out alarm and a no delivery alarm on their insulin pump. The patient's blood glucose level was 600 mg/dl at the time of the call. The customer was informed that the pump was left with out batteries for an extended amount of time. The customer was assisted with reprogramming the settings on the insulin pump. The customer was also advised to change the infusion set and reservoir. The customer's insulin pump works as designed. No further information was provided.